Event description:
Information was received based on review of a journal article entitled, "the repicci ii unicondylar knee arthroplasty 9-year survivorship and function." It was reported that patient underwent an initial knee arthroplasty on an unknown date between july 1999 and september 2000. Subsequently, patient was revised due to tibial subsidence attributable to a stress fracture on an unknown date 1.1 years following the initial procedure. All components were removed and replaced with a total knee.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by o'donnell, t. Et al. In volume 468, number 11, november 2010. Clin orthop relat res (2010) 468:3094¿3102. This information was originally reported on 1825034-2015-02963 which referenced a journal article written on a study that this patient took part in.